Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer was reported via phone call that the customer was hospitalized due to high blood glucose levels on (B)(6) 2018 in the morning and the insulin pump received a motor error alarm. It was reported that the customer had high blood glucose levels of 27.0 mmol/l at the time of incident and the current blood glucose level was 9.0mmol/l. It was reported that the customer had contacted health care professional regarding the high blood glucose levels. The customer was treated with intravenous drip at the hospital. The customer reported that the significant events leading to the hospitalization was that the insulin pump received an error alarm. It was reported that the insulin pump received a motor error alarm. It was reported that the infusion set was changed on (B)(6) 2018. Troubleshooting was performed. It was reported that the customer was unsure if the drive support cap is protruded, loose, sticking out or flush. The customer reported no issues and leak on the reservoir. The customer was advised to change out the infusion set and reservoir. The customer stated that the time and date are correct on the insulin pump. The customer reported that the cannula was straight on the infusion set. The customer stated that the all the bolus history entered accurately. The high pressure test was not performed. It was reported that the customer was able to complete the rewind process on the insulin pump. It was stated that the insulin pump history had motor position encoder error alarm. In addition, the insulin pump passed the displacement test and manual prime were successful. Product is not expected to return. Additional device related incidents: reservoir (308767214); infusion set (308767141).